Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, interstim tined lead, lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that they ripped the wire out the day prior to the call. On (B)(6) 2019 the patient stated the device was not communicating to the ens. Support link requested the patient turn the handheld device off and back on however this did not fix the issue. There were no further complications reported/anticipated.